Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the halation issues could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the turret motor failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that when using a visera pro xenon light source, there were halation issues and connector defects. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (halation issues and connector defects) were not confirmed. Additional evaluation results were: the front panel flashes due to turret motor failure, and the high brightness did not work due to wear of the detection lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.